Manufacturer narrative:
Product event summary: the 4fc12 with lot number 0012342068 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. Functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03657 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00837 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.01027 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In concl usion, the reported valve issue and air ingress issue were not confirmed during testing and the sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the sheath, the valve was not working properly and was leaking. The product was replaced by another medtronic product. The procedure was completed. No patient complications have been reported as a result of this event.